Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. The physician was unable to perform lead testing as the device had reached end of life (eol). Subsequently, a revision procedure was performed. The rv lead was tested and the impedances were oor in the bipolar configuration, however, in the unipolar configuration they were within normal limits. The physician elected to surgically abandoned and replace the rv lead, as the patient is pacemaker dependent. The pacemaker was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.